Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 41 events were reported for this quarter. Product return status: 31 devices were received. 3 devices were not available for evaluation. 7 device investigation type has not yet been determined. Event confirmation status: 17 reported events were confirmed; the cause was traced to component failure. 14 reported events were not confirmed. 7 evaluations are still in progress. Evaluation results: 9 devices were found to be affected by internal corrosion. 22 devices were found to be affected by compromised lubrication. Additional information: 41 devices were not labeled for single-use. 41 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 41 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device reportedly overheated. 32 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 41 events were previously reported during the reporting quarter; however:  - 5 events were reported in error. - 36 previously reported events are included in this follow-up record.   Product return status 33 devices were received. 3 device was not available for evaluation. Event confirmation status 17 reported events were confirmed. 16 reported events were not confirmed. Evaluation results 10 devices were found to be affected by internal component corrosion. 22 devices were found to be affected by broken down lubrication. 1 device had no device problem found.